Event description:
Patient (B)(6), dob (B)(6) 1949 not found in system. Caller states he has a model 3660. Caller states the patient turned off their stimulation in (B)(6) 2023 for open heart surgery and didn't turn it back on because it didn't work. They do not know if the manufacturer was notified prior to today and they are not sure who the physician is. They do not know if the manufacturer was notified prior to today and they are not sure who the physician is.